Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was stuck on the rewind completed screen. The blood glucose reading was 580 mg/dl. The customer did not attempt to deliver a bolus while in the rewind/fill tubing process. The customer did not see a bolus delivery screen showing 0.0 units of insulin. The customer reported that pressing the act button had no response and was advised to remove the battery for 11 minutes. The customer was assisted in reinserting the battery and setting the time and date. The customer was advised that the problem should not reoccur if a bolus attempt during the rewind process is avoided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. All of the buttons functioned properly, no damage in the keypad assembly and no unlocked lcd keypad connector noted during our visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and shifted end cap sticker.